Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer troubleshoot with technical support and was provided with part number and price. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a broken jack. There was no patient involvement.